Event description:
Caller reported blood glucose results of 60 mg/dl and 110 mg/dl within 10 minutes on the compact plus system. Also reported blood glucose results of 23 mg/dl and 177 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.